Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the clinical diabetes educator (cde) that the customer experienced ongoing elevated blood glucose (bg) levels and low bg levels since starting on the pump. Reportedly, the customer's bg level ranged from 48 (mg/dl) to 437 (mg/dl). The customer consumed carbohydrates to treat low bg level, and delivered manual injections to address elevated bgs. Reportedly, the customer had "bad settings" input into the pump. Additionally, the customer did not understand how the pump worked. The cde educated the customer on pump instructions and assisted with adjusting the basal rate and correction factor settings to resolve the customer's bg issues. Recommendation was made to consult with health care provider regarding diabetes management.